Event description:
Right exchange of saline implant and delayed breast reconstruction. Capsulotomy and areas of capsulectomy done. Pt complained of severe pain. Areas noted of hardness as well as asymmetry. Fibrocystic changes noted at implant 6/94.